Event description:
The customer reported needed to repair the battery release button. Philips is reporting this incident as a broken battery release button could impact the delivery of therapy as it could prevent the unit from powering up on battery power.

Manufacturer narrative:
(B)(4): the customer reported needed to repair the battery release button. Philips is reporting this incident as a broken battery release button could impact the delivery of therapy as it could prevent the unit from powering up on battery power. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.